Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Reportedly, "a patient with a rare overvault. Patient had -14.0d/13.2mm evo and patient is complaining of significant glare/halo. The refractive outcome is also -0.75 instead of the intended plano."